Event description:
Customer reported system locked up during case. Screen went blank while machine beeped as if it were making x-rays. There was some delay due to the reboot of the machine.

Manufacturer narrative:
Gehc service personnel could not duplicate malfunction. Tightened some loose connections at the autotransformer in the workstation and adjusted ps1 in the mainframe from 5.0 vdc to 5.05 vdc. On advice from tech support upgraded software from version 4.4 to 5.5.